Manufacturer narrative:
(B)(4).

Event description:
The customer reported that on their avea ventilator, the touch screen does not respond to touch and has a frozen screen after start-up. The customer stated that there was no patient involvement.

Manufacturer narrative:
Per results of investigation from the carefusion failure analysis (fa) lab, the avea ventilator uim (user interface module) was received and upon visual inspection, found no outside damage to the component. However, this uim is obsolete and will not be investigated, per the fa lab processes. The customer has ordered the updated uim and will perform the installation.